Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a heart transplant. The patient said they received a lead integrity alert (lia) and the right ventricular (rv) lead was removed/disconnected from the device. Follow-up from the patient's physician did not reveal any information about this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.